Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who assisted in loading a new cartridge using the proper technique, and the customer was able to successfully resume insulin therapy.